Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption or excessive activity.¿ number 11 states, "wear and/or deformation of articulating surfaces."

Event description:
It was reported that patient underwent initial left total knee arthroplasty on (B)(6) 2006. Patient underwent a right total knee arthroplasty on (B)(6) 2004. Subsequently, patient underwent a left knee revision on (B)(6) 2015 due to instability and lateral posterior poly wear. During surgery the poly and locking bar were removed and replaced. The surgeon noted a non-functional pcl which lead to the instability.